Manufacturer narrative:
After battery installation the device gave an unexpected flashing white and black display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion, occlusion, force sensor test and displacement test due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a blank display on the insulin pump. The customer¿s blood glucose level was 6.2 mmol/l. The customer stated that the screen was just blank and tried to turned it on and the screen turned white. The customer reported that the display was flashing white. The troubleshooting was performed and was advised to insert new aa battery and the display did not return after pump restart. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.